Event description:
It was reported to philips that the heartstart mrx, monitor / defibrillator did not discharge when the device was used on a patient with a heart rhythm of ventricular fibrillation (vf). Philips is considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.